Manufacturer narrative:
The customer¿s report of a damaged filter vent membrane was confirmed. Visual inspection of the filter vent under a microscope did not reveal any damage or anomalies. Functional testing was performed using a lab syringe filled with blue dye water. The blue dye water was observed flowing through the 0.2 micron filter. Droplets of the blue dye water were also observed flowing out of the filter¿s vent. The root cause of the filter vent membrane damage was not identified.

Manufacturer narrative:
.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that: "IV set leaking at filter" while in use on a patient. Customer reported issue has occurred at least three times, possibly more. No patient harm reported.